Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a small aneurysm measuring 6mm x 7mm located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal 5mm of the pipeline would not open after the first 10mm of the pipeline (4.25mm x 20mm) opened perfectly. The pipeline was already released from the capture coil; therefore, attempts were made to remove the pipeline with a snare and alligator retrieval device. The carotid artery had to be sacrificed by coiling because all attempts to remove the pipeline were unsuccessful. The patient experienced blurriness in the right eye post procedure. The physician believes the blurriness in the right eye was caused by a light ischemic stroke that was diagnosed several hours post procedure. On (B)(6) 2014, it was reported the patient was in good condition and had been discharged from the hospital on an unspecified date.